Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) his lead exhibited elevated thresholds. The lead was reprogrammed. Two weeks later, the patient was brought in for a routine device check where it was noted the lv his lead exhibited non-selective capture. The lead was programmed off and remains in the patient. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.